Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a transthoracic approach (left thoracotomy) for belsey mark 4 reduction of paraesophageal hernia, collis gastroplasty, and placement of composite mesh was performed due to recurrent paraesophageal hernia. The original surgery was 2 years and 6 months prior to this revision.